Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Dissection and ischemia, as listed in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent. Requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported pt effects and the relationship to the product cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt with a known case of coronary artery disease, was taken for ptca of the rca. Predilatation was performed prior to stenting. One 3.5 x 23 mm xience v was deployed at 16 atm in the proximal to mid rca and good flow was achieved, but after withdrawing the stent delivery system the physician observed a flow limiting dissection distal to the stent for which another 3 x 12 mm xience v was deployed to cover the dissection. The end result was good timi iii flow. No additional event or pt info is available.